Manufacturer narrative:
Product investigation summary: the surgeon used a solid t25 handle screwdriver (03.632.074 / lot 6457244) through the standard counter-torque to remove a stuck cap. During the attempt to remove the second cap, the tip of the screwdriver was worn in the process and was unable to be used further. This solid screwdriver was replaced with a ratchet t-handle (03.632.090 / lot 6652116) and standard screwdriver shaft to remove the second cap. While trying to remove the second cap, it must have broken the gearing internally. The t-handle all of sudden spun freely and would no longer work. Later in the surgery, t25 driver (03.632.005 / lot 6634377) was used to insert locking caps. During several of the locking cap insertions, the caps fell off of the same driver several times. Upon inspection, it was noted the tip of the driver was worn and should be replaced. The returned screwdriver shafts (03.632.074 and 03.632.005) are included in the matrix spine system deformity and degenerative technique guides and are used to engage and insert pedicle screws during spine surgery. Both returned t25 stardrive shafts (6457244, 6634377) were received with their stardrive tips exhibiting damage associated with worn and stripped tips. The returned t-handle t25 stardrive long shaft (6457244) was manufactured in april, 2011. The associated drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Based on the damage noticed on the tips of the returned drivers and the information provided in the complaint description, it is not possible to determine a true root cause. It is likely that the drivers were dropped or used without being fully engaged in the stardrive recess of a screw. Additionally, if a screw was cross threaded or required excess torque, it is possible that the use of excess force could have caused the tips to strip in the manner noticed on the returned drivers. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient returned to clinic post-operative with a broken left rod which required revision surgery to replace. The patient had a previous matrix pedicle screw construct from t10-ilium; date of the original surgery was unknown. Most of the locking caps used in the original procedure were the cobalt chromium (cocr) locking caps. However, three of the caps used in the original construct were titanium caps. After exposing all of the previous screw heads the final tightener shaft was used in the standard matrix torque t-handle wrench and countertorque to remove all the locking caps in the standard fashion. All of the cobalt chromium caps came out easily but the three titanium locking caps were noted to be stuck. During several of the maneuvers, several of the instruments broke. The surgeon used a solid t25 handle screwdriver through the standard countertorque, to remove the stuck cap. The first cap was removed successfully. During the attempt to remove the second cap, the tip of the screwdriver was worn in the process and was unable to be used further. No pieces were noted in the patient and the driver was removed from the field. This solid screwdriver was replaced with a ratchet t-handle and standard screwdriver shaft to remove the second cap. While trying to remove the second cap, it must have broken the gearing internally because the t-handle all of sudden spun freely and would no longer work. No pieces were noted to be left in the patient and the handle was removed from the field. In its place, a second ratchet t-handle was used and the remaining caps were removed successfully. The left rod was broken just above the left l3 screw-head. After removing the rod on both sides, the surgeon fashioned two new cocr rods to fit. Cocr locking caps were inserted in the usual fashion with a straight t25 driver. During several of the locking cap insertions, the caps fell off of the same driver several times. Upon inspection, it was noted the tip of the driver was worn and should be replaced. The driver was used for the remainder of the case by applying bone wax to the tip to allow the cap to stick. All remaining caps were inserted without event. After the case the driver was removed from the field. The surgeon completed the construct to his satisfaction and the incision was closed. The surgeon did mention the patient was on chronic steroid therapy and the likelihood of fusion was low with this patient. It was reported there was a two to three minute delay in the procedure. This is report 6 of 7 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: universal punch corp. Manufactured the device. Initially, the part conformed to the supplier¿s certificate of conformance and was inspected and conformed to the synthes final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.